Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device, patient and event information.

Event description:
It was reported in a research article that a patient experienced uncomfortable stimulation caused by the interaction of the patients dbs ipg and cardio pacemaker device. Specific patient information is documented as unknown. Details are listed in the article titled "coexistence of deep brain stimulators and cardiac implantable electronic devices: a systematic review of safety" (akhoundi et al. - parkinsonism & related disorders - 2021). The issue was resolved via surgical intervention wherein the ipg was repositioned from the chest to the abdomen.